Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed in the pump's event history but not duplicated during product evaluation. This condition occurred after a manual tube release reset. No action or repair was needed to correct the reported problem. Baxter has conducted a trend alert evaluation and found that similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA- (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation. The root cause of the reported problem was determined to be software failure. Generally, software failures require no hardware replacement. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.